Event description:
The customer reported an error alarm during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose motor support disk. The motor was tested outside of the device and passed. Unable to perform the prime test due to the motor error alarms.